Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated glucose for about two hours while using the ilet, after which device-delivered corrections were regulating glucose when the patient announced and consumed a meal; the meal-related insulin delivery stacked with prior corrections and the patient then experienced hypoglycemia followed by a corrective intake of oral glucose and subsequent hyperglycemia. Symptoms included shakiness during a low of 52 mg/dl and an asymptomatic hyperglycemia up to 327 mg/dl. Outcomes included successful self-management with troubleshooting and education completed, including a review of meal announcement practices and insulin delivery with the ilet; no hospitalization occurred. Investigation included review of device report logs and patient counseling on best practices. Investigation of this case revealed no device malfunction and suggested user-related insulin stacking around a meal as a plausible contributor, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.